Event description:
On (B)(6) 2013, the pt underwent treatment of an abdominal aortic aneurysm with a gore excluder aaa endoprosthesis. It was reported that pre-implant images showed a measurement of 17.5 cm form the lowest renal artery to the left internal iliac artery. During the procedure, the physician reportedly chose to implant an 18 cm trunk-ipsilateral leg component. Intra-operative images showed the trunk had been deployed approximately 1 cm lower than intended, resulting in the unintentional coverage of the left internal iliac artery. Additional imaging revealed a fully patent right internal iliac artery. The procedure was concluded with no further treatment. Final angiography showed resolution of the aneurysm, and the pt tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.